Event description:
The customer reported that an 840 ventilator had an erratic gui display. Covidien tech support engineer (tse) troubleshoot this issue with the customer over the phone and recommended to swap the displays. The recommendations did not resolve the issue. A customer support engineer (cse) has been dispatched to the customers site to evaluate the ventilator.